Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The rrt alert was triggered on 2016-(B)(6). The daily trend data shows a gradual rise of battery impedance. Premature rrt alert, without corresponding battery depletion. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.